Event description:
The customer reported that head 1, of the vertex camera system drifted downward toward a patient, event after the operator initiated an emergency stop (e stop). The philips field service engineer (fse) determined that the radius belt had slipped off the guide pulley, which caused the failure of the radius clutches to hold the lead screws stationary. This allowed head 1 to slowly radius in and drift down until the mechanical limit stopped head 1. The operator was not able to manually remove the patient because the e stop remained open (initiated). The patient exited the vertex camera system through the gantry ring at the head end stand. The patient scraped her lower extremities while exiting the system. The department physician examined the patient and vital signs were recorded. The department physician determined the patient's lower extremities showed evidence of bruising, redness, and scraps. The customer advised and encouraged the patient to go to the emergency room or to her primary care physician for a follow up visit. The customer stated that they have no knowledge of the patient being seen for a follow up. The patient was rescanned right after the incident on a different system, a rescan would not expose the patient to any additional ionizing radiation. The fse replaced the radius drive assembly on head 1, both clutch assemblies, the belt, and the collar clamps were tightened. Informational tip cs-21-02 was used to evaluate the radius motion. The test was performed on both heads and passed. Both heads were exercised for 50 cycles without failure. The system was returned to the customer fully operational.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).